Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. A review of the glucose data synced to the dms revealed that on (B)(6) 2025 at 08:50 pm, the sensor glucose (sg) value was 58 mg/dl and no blood glucose (bg) value was entered into the system. A review of the alert history revealed that the system triggered a low glucose alert at 08:40 pm when the sg value was 60 mg/dl. A further review of in-vivo raw sensor data showed transient optical instability around the time frame of the reported event. The instability was likely due to the sensor still stabilizing following the sensor insertion procedure on (B)(6) 2025. The patient was advised to perform sensor re-link, which clears the calibration buffer and allows the algorithm to converge more quickly. Post relink, the sg values were in good agreement with the incoming calibrations, with some minor discrepancies attributed to lag, which is inherent to cgm system. A review of the two weeks worth of data post the event was analyzed which showed overall good agreement between sg and bg values. No further investigation was found necessary for this complaint. B4. Date of this report 06 nov 2025. G3. Date received by the manufacturer? 06 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of a serious adverse event where the patient went to hospital because of a hypoglycemia event. The incident happened on (B)(6) 2025 at 08:52 pm. The patient reported that the sensor glucose (sg) value was 74 mg/dl and blood glucose (bg) value was 24 mg/dl. The patient complained that the system did not alert the user. The patient was administered glucose orally and infusion as treatment at the hospital.

Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in the supplemental report.